Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(b)(4,) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and autoimmune disorder ('autoimmune diagnosed') in a 37-year-old female patient who had essure (batch no. 927076) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching. Concurrent conditions included obesity, uterine bleeding, amenorrhea, vaginal discharge, vaginal irritation and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal/ rlq abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), allergy to metals ("nickel diagnosis pre-essure"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), arthropathy ("joint issues"), fibromyalgia ("fybo"), infection ("infection (other), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), gastrointestinal disorder ("gi gonditions"), abdominal distension ("abdominal bloating"), affect lability ("stressful and a emotional rollercoaster"), psychological trauma ("psych injury") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes); oophorectomy (bilateral re). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, abdominal pain lower, back pain, allergy to metals, migraine, headache, nausea, alopecia, arthropathy, fibromyalgia, infection, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, abdominal distension, weight increased, affect lability, psychological trauma and dizziness outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to metals, alopecia, arthropathy, autoimmune disorder, back pain, device dislocation, dizziness, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the consumer initially reported her body was not the same since in (B)(6) of 2012 (possible essure insertion). She had been many doctors trying to figure out what was going on and had no answers. She was tested for everything possible and diagnosed with fybo (understood as fibromyalgia), and joint issues and a huge list. She stated that is nothing but stressful and an emotional rollercoaster for her. In follow up she reported she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy, migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, psych injury date of additional surgeries: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- outcome of event pain from unknown to not recovered/resolved and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 08-oct-2015. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and autoimmune disorder ('autoimmune diagnosed') in a 37-year-old female patient who had essure (batch no. 927076) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching. Concurrent conditions included obesity, uterine bleeding, amenorrhea, vaginal discharge, vaginal irritation and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal/ rlq abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), allergy to metals ("nickel ¿ diagnosis pre-essure"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), arthropathy ("joint issues"), fibromyalgia ("fybo"), infection ("infection (other)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), gastrointestinal disorder ("gi gonditions"), abdominal distension ("abdominal bloating"), affect lability ("stressful and a emotional rollercoaster"), psychological trauma ("psych injury") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes); oophorectomy (bilateral re). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, abdominal pain lower, pelvic pain, back pain, allergy to metals, migraine, headache, nausea, alopecia, arthropathy, fibromyalgia, infection, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, abdominal distension, weight increased, affect lability, psychological trauma and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, affect lability, allergy to metals, alopecia, arthropathy, autoimmune disorder, back pain, device dislocation, dizziness, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the consumer initially reported her body was not the same since in (B)(6) 2012 (possible essure insertion). She had been many doctors trying to figure out what was going on and had no answers. She was tested for everything possible and diagnosed with fybo (understood as fibromyalgia), and joint issues and a huge list. She stated that is nothing but stressful and an emotional rollercoaster for her. In follow up she reported she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy, migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, psych injury date of additional surgeries: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 08-oct-2015. The most recent information was received on 25-oct-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and autoimmune disorder ('autoimmune diagnosed') in a (B)(6) female patient who had essure (batch no. 927076) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching. Concurrent conditions included obesity, uterine bleeding, amenorrhea, vaginal discharge, vaginal irritation and right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal/ rlq abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), allergy to metals ("nickel ¿ diagnosis pre-essure"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), arthropathy ("joint issues"), fibromyalgia ("fybo"), infection ("infection (other)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), gastrointestinal disorder ("gi conditions"), abdominal distension ("abdominal bloating"), emotional disorder ("stressful and a emotional roller coaster"), psychological trauma ("psych injury") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes); oophorectomy (bilateral re). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, abdominal pain lower, pelvic pain, back pain, allergy to metals, migraine, headache, nausea, alopecia, arthropathy, fibromyalgia, infection, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, abdominal distension, weight increased, emotional disorder, psychological trauma and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthropathy, autoimmune disorder, back pain, device dislocation, dizziness, emotional disorder, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the consumer initially reported her body was not the same since in (B)(6) 2012 (possible essure insertion). She had been many doctors trying to figure out what was going on and had no answers. She was tested for everything possible and diagnosed with fybo (understood as fibromyalgia), and joint issues and a huge list. She stated that is nothing but stressful and an emotional rollercoaster for her. In follow up she reported she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, nickel allergy, migraine, headaches, nausea, weight gain, hair loss, other, gi conditions, dizziness, abdominal bloating, migration, psych injury date of additional surgeries: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2019: with follow up received on 25-oct-2019, this record was detected to be a duplicate to case # us-bayer-2018-231170 from which all information was transferred to this case(us-bayer-2015-445361), then duplicate record # us-bayer-2018-231170 will be deleted. New: new reporter lawyers, patient's birth date, age, medical history, exact date of essure insertion: (B)(6) 2012 (prev: (B)(6) 2012), indication, essure lot number, test results. All events are new besides previously reported fibromyalgia, arthropathy, emotional disorder. Essure was surgically removed on (B)(6) 2016 incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.